Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital experiencing chest pain, shortness of breath and diaphragmatic stimulation. An echocardiogram revealed pericardial effusion. The right ventricular lead had slightly perforated the patient. The lead was repositioned on (B)(6) 2015 without complications. The patient was doing well post procedure.